Event description:
The lab reported that during an endoscopic vein harvesting procedure, the dc extension cable stopped working. The cable has been sterilized approximately 20 times. The lab did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Items marked "ni" are currently unk. (B)(4).